Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional info will be submitted within 30 days of receipt.

Event description:
During an esophageal dilation (egd) procedure, a balloon was inserted and when the esophagus was being dilated, the balloon burst. The process had to be started over with another balloon and this balloon also burst. There is no info as to how the procedure was completed. There was no pt consequence. Please note that multiple attempts to acquire addl pt and procedural info have been requested and have been unsuccessful. Please note that this medwatch report represents two products with the same catalog and lot numbers that were used in the same procedure.